Event description:
The stent was successfully placed across the stenotic lesion into the middle cerebral artery (mca) m1 segment. However, a vessel perforation was noted at the mca m2 segment. The physician managed to stop bleeding. The event considered was resolved with no residual effect. The physician stated that the vessel perforation is unlikely related to the boston scientific devices used in the procedure.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The stent was successfully placed across the stenotic lesion into the middle cerebral artery (mca) m1 segment. However, a vessel perforation was noted at the mca m2 segment. The physician managed to stop bleeding. The event considered was resolved with no residual effect. The physician stated that the vessel perforation is unlikely related to the boston scientific devices used in the procedure.